Manufacturer narrative:
The company representative examined the system and replaced the solenoid washers. The solenoid arm pivot was secured. Preventive maintenance was performed. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during sculpt mode, a system message was displayed and irrigation was lost. The customer was unable to clear the system message, so the procedure was aborted. The patient was transferred to a different facility and the procedure was completed on the same day. There was no patient harm reported.